Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed a test during pre-use check. The evaluation of the provided logs shows that the pre-use check failed with internal leakage test, pressure transducer test, flow transducer test and patient circuit test. Our field service engineer investigated the ventilator on site. The air gas module was replaced and returned for technical investigation. Simulated use testing of the returned air gas module failed the pre-use check with pressure transducer test, flow transducer test and the patient circuit test. During ventilation, the machine alarmed for paw high and expiratory minute volume: high. Further investigation showed that the delta pressure sensor has a major drift at zero pressure and the bridge was unbalanced. The supply pressure sensor has minor drift at zero pressure as the measuring was not stable and the bridge was unbalanced as well. Moreover, by visual inspection, the nozzle had a bent feather spring. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.